Event description:
The customer reported that during a routine check of the unit prior to use on a patient, the unit generated "electrical test failure codes #50 and #51" alarms. No patient injury reported.